Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had keyboard failure and stuck on bootup screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on bootup screen. A technical support specialist (tss) confirmed that the field service technician (fst) had swapped the keyboard and assisted the customer to resolve the issue. Furthermore, the tss connected to the station and validated that it was functioning properly without any errors. The system functioned as intended after the technical support specialist investigated the device.